Event description:
It was reported that the patient underwent an insertion of male suburethral sling on (B)(6) 2014 and suture was used. After a couple of passes of the needle, the needle detached from the suture. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly..

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.